Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pt awakened to find a dime size area on shirt and comforter of yellow dried liquid. Wife (who is a hospice rn) put on gloves and checked entire length of tubing however no leaking found. Pt states area on shirt is near where the blue medication port is. Pt connected to doxorubicin at 4:30pm yesterday. Does not have clinic appt today however vna making visit for blood return chk. Pt does not know time of visit. Instr to wash skin where leaking occurred thoroughly. States no issue with skin. Med continues to infuse without any sign of leak. Instr pt to place paper towel then saran wrap around area of blue med port to seal it off. Instr to chk area every few minutes for leaking and shut off pump immed if seen. No patient harm. Doxorubicin 171 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours type of drug:doxorubicin 171 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours delay in therapy:unknown; need for medical intervention:unknown; patient involvement: yes; death / serious injury: no; human harm: no. "

Event description:
The event was reported by a customer from USA: administration set leakage of doxorubicin.

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center, san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.